Event description:
Speaker issue alledged. Customer declined troubleshooting. There was no adverse impact to customer¿s blood glucose level. No additional product or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.